Event description:
The catheter was placed through the skin into the kidney following a stag horn calcification removal. Excessive bleeding was noticed at insertion site. The catheter was removed. After removal, it was observed that the volume of water in the balloon was less than 30 cc. Upon closer examination, a hole was observed on the shaft of the catheter. Balloon water leakage was noted from that hole. The pt required a blood transfusion related to the blood loss. Add'l length of stay in the hosp was incurred related to this complication. The doctor was not convinced that the partial balloon deflation caused the excessive bleeding since it was also possible that the pt pulled on the catheter.